Event description:
During use, this carbon dioxide monitor was unsuccessful in measuring a waveform. Discovered that the carbon dioxide sensor was operating intermittently and not functioning correctly.